Manufacturer narrative:
It is believed that in (B)(6)2007, a patch test was not carried out with relyx unicem aplicap. Results and conclusions: device was not returned to 3m espe, therefore no eval was conducted. Based on our eval of biocompatibility and clinical history, the product is safe for its intended use.

Event description:
On august 03, 2008, a dental office reported to 3m espe (B)(4) that on (B)(6) 2009, a pt experienced red swelling on face and difficulty breathing following a cementation of a bridge with 3m espe's relyx unicem aplicap. According to the reporter, the pt was transported by ambulance to the hospital and after oxygen was administered, the pt felt better. Based on the info provided, the pt was kept in the hospital for that day and recovered quite quickly.